Event description:
A remstar plus c- flex device was returned to a third- party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device at the third- party service center the foam particles were found inside the blower kit and an object code indicates the blower contributing to the foam degradation was noted. Additionally, the service technician also observed error codes e22 (err_motor_flux_magnitude_ and e24 (err_motor_speed_reverse) on the device logs. There was a dust contamination present on the device. The device was scrapped bu the service center after the evaluation was completed. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/ or product malfunction.